Event description:
It was reported "the purple lumen on the PICC was really hard to flush. The nurse decided not to use that one and to open a new PICC line to place. The PICC was also examined by another PICC nurse and she noticed that I cannot pass a wire through it either."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3437 showed no other similar product complaint(s) from this lot number.